Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted.  Device evaluation: product testing could not be performed since the product was not returned for evaluation as it remains implanted. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed intraocular lens (iol) had a defect on its edge, next to the leading haptic. The lens was implanted into patient's right eye and completed the procedure successfully. There was no medical intervention that was required. The patient is doing fine post operation. No further information was available.